Event description:
It was reported that the device exhibited a downstream occlusion failure. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, scratched lens, and cracked battery compartment. The event history log confirmed ¿high alarm downstream occlusion¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.